Event description:
A customer reported that after cataract surgery patient experienced with severe endophthalmitis or toxic anterior segment syndrome with functional loss of eye. Additional information has been requested. A patient underwent cataract surgery with iol implantation in right eye with medical history of non-insulin dependent diabetes (well-balanced). After nine days of surgery the patient experienced with severe endophthalmitis with loss of function of the eye, conjunctival inflammation: 3+, cells in the anterior chamber: 3+, fibrin in the anterior chamber, hypopyon with signs and symptoms of pain, edema of the upper eyelid, cyclitic membrane preventing examination of the vitreous. Patient was admitted in hospital treated with subconjunctival injection, intravitreous injection of antibiotics, glucocorticoid injection, intravitreous injection of glucocorticoid, steroid in subconjunctival form. Administered medication was not effective and patient symptoms were not resolved and purulent melting of the eye. This event leads to total loss of visual function and risk of purulent melting. New information received indicating viscoelastic, balanced salt solution and intraocular lens also a suspect for the adverse event. Current patient condition was non-resolved loss of total function with probable purulent melting of the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection could not be conducted in order to ascertain the failure mode for the consumable device. A consumable is a single-use medical device provided to the customer in a sterile manner. An evaluation is conducted to ensure each fms meets customer, process, and regulatory requirements. Once the consumable is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case to ensure all consumables meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All centurion procedure paks are single-use devices provided to the customer in a sterile manner. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).